Event description:
It was reported that the device was difficult to interro- gate. The magnet rate was 94 ppm when measured from a surface ECG. Several more attempts to interrogate the device were unsuccessful. The eri bit indicated that the device had not yet reached eri. The measured battery voltage was 2.54 v.